Manufacturer narrative:
Conmed linvatec received a medwatch report on oct 9, 2009, regarding extravasation during use of the 87k arthroscopy pump. Neither the pump nor any of the medical devices involved in this event were returned to the MFR for eval. The user facility was unable to provide additional info regarding this event. Serial #: the serial # provided by the user could not be identified by the MFR; and therefore, MFR date and service history is not available.

Event description:
.